Event description:
It was reported that the user¿s sensor expired, the ilet displayed dosing stopped as designed, and the user performed manual insulin injections and manual fingersticks showing glucose values in the 400¿600 mg/dl range until a new sensor was paired and readings resumed. Symptoms included hyperglycemia reaching 600 mg/dl, thirst, muscle soreness, and trace ketones detected. Outcomes included hyperglycemia that decreased below 400 mg/dl within hours, returned under 180 mg/dl thereafter, and ultimately stabilized in range without hospitalization. Investigation included agent-led troubleshooting and user education regarding bg run and ketone monitoring aligned with the user¿s action plan. Investigation of this case revealed the device suspended dosing due to expired sensor and the event was associated with continued hyperglycemia during the period without active sensor control. It was concluded that the device functioned as intended with dosing suspension during sensor expiration, and hyperglycemia resolved with user actions and renewed sensor use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.